Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the right side iui wasn't connecting to other pump or brain and they replaced the iui and is still not connecting to other devices. No patient involvement is noted.

Event description:
The customer reported that the right side iui wasn't connecting to other pump or brain and they replaced the iui and is still not connecting to other devices. No patient involvement is noted.

Manufacturer narrative:
A review of the device history record for (B)(6) was performed from date of manufacture 04/22/2008 to the present date 10/1/2020 and confirmed that this device was previously returned for servicing unrelated to the customer reported issue. There were no production failures which correlate to the customer reported issue. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer.